Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose (bg) was 600 mg/dl with moderate ketone levels. Manual insulin injections were used to address bg. Reportedly, the pump supplies were changed to address the issue. Reportedly, the customer changed the infusion set sites for 3-4 days. Tandem technical support advised the customer that using infusion set sites for longer than 2 days is off label.